Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found no evidence of reported problem. Visual inspection, flow, occlusion tests, and calibration check were performed. According to the investigation the customer's reported problem could not be duplicated. The investigation confirmed that the pump size, position and force was in factory spec and accuracy was also in spec. No problem found, no action required.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump did not delivery appropriate amount to patients. No reported adverse effects.